Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an other (unusual issue) issue. It was reported that not all of the pump history was displayed in the download. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/23/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, the black box data revealed a time and date reset to factory settings following a pump reboot. The pump was powered on, and the display screen was blank. Adequate investigation of the incomplete download issue could not be completed due to the blank screen. Unrelated to the complaint, the detachable clip was broken into pieces, which has no effect on insulin delivery.